Manufacturer narrative:
The facilities maintenance found the right side rail patient control board was defective. Maintenance replaced the board to repair the bed.

Event description:
The facility indicated that the head up drive screw turns a little and then goes back down. The facility also indicated that the knee function is not working.